Manufacturer narrative:
Recall: 1627487-12192011-003-r , 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped maintaining her ipg as recommended. In turn, her charging system and programmer are no longer able to communicate with her ipg due to it being inoperable. An sjm representative was unable to provide resolution via troubleshooting. As a result, the patient may undergo surgical intervention.